Event description:
A facility representative reported a colleague pump with an undetermined malfunction. Device evaluation confirmed the reported condition of a pump failure as failure code 810:04, which interrupted delivery. There was no documented patient injury or medical intervention necessary. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a pump failure as failure code 810:04. The root cause could not be determined and no repairs performed, as this is a stay-in device. A follow up report will be submitted if additional information becomes available.